Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a high blood glucose level. Customer's blood glucose went from 145 mg/dl to 445 mg/dl after lunch. Customer bolused again and her blood glucose level is now 508 mg/dl. Customer has symptoms including dry mouth and thirst. Customer did not contact their health care professional for their high blood glucose levels. Customer has treated with 5.1 units. Customer stated that the drive support cap was flush. Drive support cap was damaged. Customer stated that they had leaks and an air bubble in the previous infusion set. Customer declined troubleshooting for those issues. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.